Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), hypersensitivity ("allergic reaction") and dyspareunia ("dyspareunia,"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), pain in extremity ("leg pain"), headache ("head pain") and eye pain ("eye pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, hypersensitivity and dyspareunia outcome was unknown and the abdominal pain, vulvovaginal pain, pain in extremity, headache and eye pain had resolved. The reporter considered abdominal pain, back pain, dyspareunia, eye pain, headache, hypersensitivity, pain in extremity, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: essure insertion date also reported as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: done. Most recent follow-up information incorporated above includes: on 3-apr-2018: plaintiff fact sheet received. Case updated to incident. Essure start date, indication updated and removal date added. On (B)(6) 2017, plaintiff undergone bilateral salpingectomy. New events abdominal pain, vaginal pain, legs pain, head pain and eye pain were added. Lab data added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d & c in 2004. Previously administered products included for contraception: depo shot. Concurrent conditions included vaginal discharge, vaginal itching, burning micturition, suprapubic pain, leiomyoma nos, diarrhea, nausea, vaginitis bacterial, menorrhagia, adnexal mass, uterine bleeding, ovarian cyst, allergic urticaria and fibroids. Concomitant products included omeprazole since 2017 for acid reflux (oesophageal) and gastric disorder as well as diphenhydramine hydrochloride (benadryl) from 2015 to 2017, epinephrine (epipen) since 2014 and prednisone since 2014. In 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2014, the patient experienced back pain ("back pain") and hypersensitivity ("allergic reaction"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and diarrhoea ("chronic diarrhea post procedure"). In (B)(6) 2015, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced headache ("head pain") and migraine ("migraines"). In (B)(6) 2017, the patient experienced cystitis ("bladder infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), pain in extremity ("leg pain"), eye pain ("eye pain"), throat tightness ("allergic or hypersensitivity reaction type: oral - throat closing"), urticaria ("hives"), pruritus ("itching"), skin swelling ("rashes or skin conditions type: swelling") and dermatitis allergic ("allergic or hypersensitivity reaction type: skin"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, hypersensitivity, dyspareunia, vaginal haemorrhage, menorrhagia, throat tightness, cystitis, vaginal infection, urticaria, pruritus, skin swelling, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, vaginal discharge, diarrhoea and dermatitis allergic outcome was unknown, the abdominal pain, vulvovaginal pain, pain in extremity, headache and eye pain had resolved and the vision blurred was resolving. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dermatitis allergic, diarrhoea, dysmenorrhoea, dyspareunia, eye pain, headache, hypersensitivity, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pruritus, skin swelling, throat tightness, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: essure insertion date also reported as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: done then total bilateral occlusion (B)(6) 2014, bilateral digital diagnostic mammographic with da and ultrasound of the left axilla. A clinical breast examination was performed and the breast health services nurses did not feel any area of concern. The patient indicated that there may have been a lump in the left axillary region. Interpretation: bilateral mammography performed .the brest tissue was composed almost entirely of fat. Baseline mammogram, no mass or distortion or suspicious micro calcification seen in the entire breast. Ultrasound of the left axilla is performed and was normal. Impression: normal examination. (B)(6) 2014, pelvic ultrasound: top normal uterus w one 2.4 cm (small) sub serosal uterine fibroid, thin and symmetrical endometrial lining, and normal ovaries and no excess free fluid in cul-de-sac. Reassured her about these pelvic organ dimensions. Known essure tubal closure device which seems to be in normal position in fallopian tube review of systems. (B)(6) 2014, a sonographies examination was performed using real time equipment. The ultrasound examination was performed using vaginal technique. The indication for this exam was pelvic pain. Pelvic ultrasound done for hx of pelvic pain; uterus top normal w 2.4 cm sub serosal fibroid noted, endometrium normal at 5.9mm symmetrical contour, and both ovaries normal in size and texture. No excess cul-de-sac fluid. G71 p 5. Ok to reassure her about these dimensions and the fibroid, unless this patient has an apt already. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache, vulvovaginal pain, abdominal pain, hypersensitivity, back pain. Most recent follow-up information incorporated above includes: on 29-oct-2018: event "blurred vision" outcome updated to "recovering / resolving" from pfs. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d & c in 2004. Previously administered products included for contraception: depo shot. Concurrent conditions included vaginal discharge, vaginal itching, burning micturition, suprapubic pain, leiomyoma nos, diarrhea, nausea, vaginitis bacterial, menorrhagia, adnexal mass, uterine bleeding, ovarian cyst, allergic urticaria and fibroids. Concomitant products included omeprazole since 2017 for acid reflux (oesophageal) and gastric disorder as well as diphenhydramine hydrochloride (benadryl) from 2015 to 2017, epinephrine (epipen) since 2014 and prednisone since 2014. In 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2014, the patient experienced back pain ("back pain") and hypersensitivity ("allergic reaction"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and post procedural diarrhoea ("chronic diarrhea post procedure"). In (B)(6) 2015, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced headache ("head pain") and migraine ("migraines"). In (B)(6) 2017, the patient experienced cystitis ("bladder infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), pain in extremity ("leg pain"), eye pain ("eye pain"), throat tightness ("allergic or hypersensitivity reaction type: oral - throat closing"), urticaria ("hives"), pruritus ("itching"), skin swelling ("rashes or skin conditions type: swelling") and dermatitis allergic ("allergic or hypersensitivity reaction type: skin"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, hypersensitivity, dyspareunia, vaginal haemorrhage, menorrhagia, throat tightness, cystitis, vaginal infection, urticaria, pruritus, skin swelling, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, vaginal discharge, vision blurred, post procedural diarrhoea and dermatitis allergic outcome was unknown and the abdominal pain, vulvovaginal pain, pain in extremity, headache and eye pain had resolved. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, eye pain, headache, hypersensitivity, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, post procedural diarrhoea, pruritus, skin swelling, throat tightness, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: essure insertion date also reported as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: done then total bilateral occlusion (B)(6) 2014, bilateral digital diagnostic mammographic with da and ultrasound of the left axilla a clinical breast examination was performed and the breast health services nurses did not feel any area of concern. The patient indicated that there may have been a lump in the left axillary region. Interpretation: bilateral mammography performed .the brest tissue was composed almost entirely of fat. Baseline mammogram, no mass or distortion or suspicious micro calcification seen in the entire breast. Ultrasound of the left axilla is performed and was normal. Impression: normal examination. (B)(6) 2014, pelvic ultrasound: top normal uterus w one 2.4 cm (small) sub serosal uterine fibroid, thin and symmetrical endometrial lining, and normal ovaries and no excess free fluid in cul-de-sac. Reassured her about these pelvic organ dimensions. Known essure tubal closure device which seems to be in normal position in fallopian tube review of systems. (B)(6) 2014, a sonographies examination was performed using real time equipment. The ultrasound examination was performed using vaginal technique. The indication for this exam was pelvic pain. Pelvic ultrasound done for hx of pelvic pain; uterus top normal w 2.4 cm sub serosal fibroid noted, endometrium normal at 5.9mm symmetrical contour, and both ovaries normal in size and texture. No excess cul-de-sac fluid. G71 p 5. Ok to reassure her about these dimensions and the fibroid, unless this patient has an apt already. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache, vulvovaginal pain, abdominal pain, hypersensitivity, back pain. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received. Her demographic was added. Lab data was added. Concomitant medication added. Following event: abnormal bleeding (vaginal), menorrhagia, allergic or hypersensitivity reaction type: skin and oral - throat closing, bladder infection and vaginal infection, hives, itching, swelling, bladder problems, urinary tract disorder, migraines, nausea, dysmenorrhea (cramping), vaginal discharge, blurred vision, chronic diarrhea post procedure. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.